Manufacturer narrative:
The patient reported that on (B)(6) 2023 he had an episode of hemoptysis ("coughing up a large amount of blood"), and he was unsure if the monarch device has caused or contributed to the event. The patient stated he presented to the ER, an embolization was performed, and he was intubated for 5 days. The patient recovered and was discharged on (B)(6) 2023. There was no report of device malfunction. The patient is a 33-year-old male with relevant medical history of bronchiectasis, azoospermia, chronic sinusitis, and recurring episodes of pneumonia and hemoptysis. It was noted that the patient's healthcare provider is unsure if the reported hemoptysis episode had been caused by the use of the device, which could have been ¿too powerful¿ for the patient's condition, who was suffering from pneumonia at the time of the event. The patient was started on therapy (B)(6) 2023 and was using the device as prescribed twice daily up to 30 minutes per session the use of the device is currently on hold, however, the patient's healthcare provider, stated he would like the patient to resume use after a break. The monarch airway clearance system is intended to provide airway clearance therapy and promote bronchial drainage where external manipulation of the thorax is the physician's choice of treatment. It is indicated for patients having difficulty with secretion clearance, or the presence of atelectasis caused by mucus plugging. The device user manual, in the relative contraindications section, states: according to the american association for respiratory care (aarc) guidelines for postural drainage therapy, the decision to use the unit for airway clearance therapy requires careful consideration and assessment of the individual patient¿s case if the following conditions exist: active or recent gross hemoptysis. Hemoptysis is defined as coughing up blood derived from the lungs or bronchial tubes. In this event, although the patient stated he has a history of hemoptysis, the reported hemoptysis episode is considered life-threatening as the patient required urgent hospitalization and medical intervention to preclude permanent impairment of body function or permanent damage to a body structure (embolization, intubation). Additionally, there was no report of device malfunction. The device remains with the customer, who will likely resume use as advised by his healthcare provider. In conclusion, the reported event was likely due to the pathophysiology of the above-noted patient's condition, however, the exact cause cannot be determined at this time, therefore, it cannot be excluded that the monarch device has caused or contributed to the event or exacerbated already ongoing hemoptysis. If any additional and relevant information is received, the case will be re-assessed accordingly.

Event description:
The patient reported that on (B)(6) 2023 he had an episode of hemoptysis ("coughing up a large amount of blood"), and he was unsure if the monarch device has caused or contributed to the event. The patient stated he presented to the ER, an embolization was performed, and he was intubated for 5 days. The patient recovered and was discharged on (B)(6) 2023. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).